Manufacturer narrative:
(B)(4).

Event description:
Procedure : laparoscopic appendectomy. According to the reporter: dr. (B)(6) used one vascular reload (45-2.5) across the stump of the appendix. The first two squeezes of the handle were fine. The last squeeze was difficult, but went through. He pulled back on the black knob and removed the stapler from the pt abdomen. He then noticed the white cartridge was left behind in the pt belly. The white plastic cartridge was inappropriately/unexpectedly left behind initially and was subsequently retrieved upon realization that it had been left behind. Anothead (B)(4) was opened and used without issue. Another manufacturer reinforcement material was not used in conjunction with the stapling device. No other manufacturers products were used with the device. No unanticipated tissue loss. No irreversible tissue damage. No unanticipated extension of the incision by more than one inch. No unanticipated blood loss of 500cc or more. Surgical time was delayed due to: operating room time was extended in order to bring in x-ray machine...